Event description:
Follow up information received identified the patient's scs system generator was replaced and stimulation therapy restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's implantable pulse generator (ipg) depleted. Surgical intervention to replace the patient's ipg would be necessary.